Manufacturer narrative:
A supplier corrective action request (scar) was issued to the supplier welmed inc. Root cause: the supplier welmed inc. Has determined that their standard operating procedures did not specify the disposal method of the product during the machine commissioning period. The following corrective actions have taken place by the supplier welmed inc: quality assurance checked the equipment parameters of the on-site welding machine and found the equipment parameters were in compliance with the verification documents. Supplier conducted containment and tensile tests on the products in the inventory, no issues were found. The following preventive actions have taken place by the supplier welmed inc: added the disposal method of the product during the debugging period in the standard operating procedure. All products during the debugging period are discarded as scrap. The first 10 molds are scrapped after the debugging is qualified, and the 11th mold will be used for the first article inspection. The following corrective action have taken place by deroyal: the sponge stick was set to be evaluated during the incoming inspection process. Two separate lot numbers have been received and inspected with no issues found. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
Representative samples were received for evaluation. A supplier corrective action request (scar) was issued to the sponge stick supplier (B)(4). This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
The sponge on the stick from the kit came off when inside a patient. They have to remove it from the patient.